Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative disease of spine; and underwent a surgery using intervertebral foramen technique. Intra-op, it was found that the joint part could not rotate normally to ensure the firm fixation of the free arm. There were no patient complications reported as a result of this event.